Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
It was reported that part of the t2 lag screw reamer broke off inside of the patient's femur while reaming for the screw. When the t2 recon nail in recon modes reamer shaft broke off in the femoral head. The small piece of the reamer was left inside the hip. The nail was then locked with both screws proximally. And the broken reamer piece was left.

Manufacturer narrative:
(B)(4). Evaluation revealed the stepdrill for lag screw t2 recon to be the subject product. No further associated products were reported. Review of the device history records revealed no discrepancies. The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The drilling spiral of the step drill was completely sheared off at the level of approx. 17 mm from the tip. The broken off piece could not be returned as it remained in the femoral head of the patient. The cutting edges were found to be worn. The appearance of the breakage surface (smooth structure), the course of the breakage line as well as the absence of plastic deformation clearly indicated a (forced) brittle break of the device due to overload, most likely by bending stresses. The breakage and the damage at the cutting edges further suggested that drilling under misalignment and / or contact of the device with a hard object (metal) may have occurred. In case of intended use such damage would not have occurred. The use of a cannulated step-drill was not recommended according to the new t2 recon operative technique. This was announced in (B)(6) 2009 with product bulletin no.(B)(4) ¿ ¿new version of t2 recon operative technique is now available¿. As the drill had been in use for a longer time (manufactured in 2015) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. Based on the above facts the root cause of the reported event was not related to a deficiency of the device, but was rather linked to an inadequate handling by the user. The brochure instructions for cleaning, sterilization, inspection and maintenance shows several examples of damage and recommends removing of such damaged products. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It was reported that part of the t2 lag screw reamer broke off inside of the patient's femur while reaming for the screw. When the t2 recon nail in recon modes reamer shaft broke off in the femoral head. The small piece of the reamer was left inside the hip. The nail was then locked with both screws proximally. And the broken reamer piece was left.

Manufacturer narrative:
Evaluation revealed the stepdrill for lag screw t2 recon to be the subject product. No further associated products were reported. Review of the device history records revealed no discrepancies. The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The drilling spiral of the step drill was completely sheared off at the level of approx. 17 mm from the tip. The broken off piece could not be returned as it remained in the femoral head of the patient. The cutting edges were found to be worn. The appearance of the breakage surface (smooth structure), the course of the breakage line as well as the absence of plastic deformation clearly indicated a (forced) brittle break of the device due to overload, most likely by bending stresses. The breakage and the damage at the cutting edges further suggested that drilling under misalignment and / or contact of the device with a hard object (metal) may have occurred. In case of intended use such damage would not have occurred. The use of a cannulated step-drill was not recommended according to the new t2 recon operative technique. This was announced in april 2009 with product bulletin no.090422 ¿ ¿new version of t2 recon operative technique is now available¿. As the drill had been in use for a longer time (manufactured in 2015) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. Based on the above facts the root cause of the reported event was not related to a deficiency of the device, but was rather linked to an inadequate handling by the user. The brochure instructions for cleaning, sterilization, inspection and maintenance shows several examples of damage and recommends removing of such damaged products. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It was reported that part of the t2 lag screw reamer broke off inside of the patient's femur while reaming for the screw. When the t2 recon nail in recon modes reamer shaft broke off in the femoral head. The small piece of the reamer was left inside the hip. The nail was then locked with both screws proximally. And the broken reamer piece was left.